Event description:
It was reported the patient had his hydroflex penile prosthesis removed and replaced with an inflatable penile prosthesis because the left cylinder could not inflate. No patient complications were reported in relation to this event.

Manufacturer narrative:
Additional information: b5, f10. Originally reported in 1995 on report number 2126326 1995 01061.

Event description:
It was reported the patient had his hydroflex penile prosthesis removed and replaced with an inflatable penile prosthesis because the left cylinder could not inflate. No patient complications were reported in relation to this event.

Manufacturer narrative:
Corrected: d2 common device name from penile prosthesis to device, impotence, mechanical/hydraulic. D2 product code (FDA) from fae to fhw.